Event description:
It was reported that the pins on the handle of an unknown hydraulic lift broke and the pump is not functional. The provider states this is a facility lift and a patient was being placed on the toilet when the pin broke causing the lift to release. No injuries noted.